Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating a frozen screen, battery out limit, button error and missing segments from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she is unable to rewind the pump because it gets stuck. The customer stated that she is unable to see the time on the display. The customer also stated that she was not able to get to see screen but not able to move past other screen. The customer also stated that she was not able to use the backlight prior to resetting the pump. The customer stated that she was unable to set the time and date because the buttons were not responding. The customer was advised to remove the battery out of the pump for 10 minutes and reset it. The customer also stated that she was pregnant and her blood glucose readings were close together. The customer was advised to monitor the pump.